Event description:
The customer reported the shock button on the bezel was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the shock button on the bezel was not working. There was no reported pt involvement. The unit was evaluated at philips, but the symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.